Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, when the surgeon was screwing a screw with the reported driver, the tip broke into the screw head. The surgeon could remove it from the screw head."